Event description:
It was reported, that the patient went to the hospital (B)(6) weeks prior to a revision surgery. As the artificial urinary sphincter did not work as expected. The artificial urinary sphincter cuff and pump components were replaced, due to saline leakage, due to a hole in the cuff. Following the surgery, the patient improved and was stable. The event resolved.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis confirmed, the hole/perforation. No product malfunction was identified in the pump component. Device technical analysis: returned product consisted of an ams 800 occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff pillow. The tear is consistent with a leak from the outside in and occurred at a corner of a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted. No leaks were identified in the pump or the kink resistant tubing (krt). DHR review: review of manufacturing documentation was performed, to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence, that the device failed to meet applicable product specifications prior to shipment from boston scientific. Labeling review: there is no objective evidence, that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient went to the hospital two weeks prior to a revision surgery as the artificial urinary sphincter did not work as expected. The artificial urinary sphincter cuff and pump components were replaced due to saline leakage due to a hole in the cuff. Following the surgery, the patient improved and was stable. The event resolved.